Event description:
It was further reported that in (B)(6) 2011, the patient experienced in-stent restenosis.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that 14 days later the event was considered resolved without residual effect.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that post a coronary stenting treatment procedure, the patient experienced angina, underwent intervention and poor apposition occurred. The lesion being treated was located in the proximal left anterior descending (lad). The lesion was 90% stenosed, 2.5mm in diameter and 10mm long. The lesion was treated with predilation and placement of a 2.5x16mm taxus liberte stent. Post dilation was performed. Residual stenosis was 9%. The patient was discharged on the same day on aspirin and prasugrel. In (B)(6) 2011, the patient developed angina. During the scheduled 6-month visit, the patient complained of shortness of breath. In (B)(6) 2011, the mid lad was treated with balloon angioplasty and placement of a 2.5x23mm promus drug eluting stent. Residual stenosis was 0%. The proximal lad was treated with balloon angioplasty and placement of a 3.0x15mm promus drug eluting stent. Intravascular ultrasound (ivus) was performed that demonstrated poor apposition of the proximal stent within the aneurysmal segment. Post dilation was performed with a 4.5x8mm nc quantum balloon. Residual stenosis was 0%. The event was considered recovering /resolving.